Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Arrived onsite and checked unit. They found volume below 450 when set to 500ml. The events were checked and found several transducer faults errors but there were all coincided with circuit disconnect alarms. The exp flow transducer. Was calibrated and could not duplicate transducer alarm. Ran ovp, unit passed all test and runs according to OEM specs.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator is failing pre user check and transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.